Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances measuring greater than 200 ohms. Technical services informed there was a gradual rise in impedances over the last year. The patient was evaluated in the clinic and measurements were confirmed to be oor. It was noted that the patient fell a month ago. Technical services believes there is an issue with the svc coil and recommended to continue to monitor. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances measuring greater than 200 ohms. Technical services informed there was a gradual rise in impedances over the last year. The patient was evaluated in the clinic and measurements were confirmed to be oor. It was noted that the patient fell a month ago. Technical services believes there is an issue with the svc coil and recommended to continue to monitor. At this time, the rv lead remains in service. No adverse patient effects were reported.